Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-34, lot: 0012752491, use by date: 2027-04-05, UDI: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the loading was optimal with no folding observed and fast pacing was used at 180 bpm. During the first two deployment attempts, the valve opened well without an infold but was recaptured twice due to moving from 4 mm to 0 mm on the non-coronary cusp (ncc). After the second recapture, and during the third deployment attempt, there was a long infold visible. The valve did not open well, half as much as the first two deployment attempts. The system was withdrawn from the patient. A different system was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the loading was optimal with no folding observed and fast pacing was used at 180 bpm. During the first two deployment attempts, the valve opened well without an infold but was recaptured twice due to moving from 4 mm to 0 mm on the non-coronary cusp (ncc). After the second recapture, and during the third deployment attempt, there was a long infold visible. The valve did not open well, half as much as the first two deployment attempts. The system was withdrawn from the patient. A different system was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed and a non-medtronic (innowi) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. A procedural delay of approximately 15 minutes occurred as a result of the infold. Per the physician, the patient's large left ventricular outflow tract (lvot) was a contributing factor to the event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.